Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead placement, a cerebrospinal fluid (csf) leak occurred. The physician used fibrin glue to seal the leak. No device malfunctions were identified. The pt recovered from the csf leak and did not experience any symptoms associated with the event.